Manufacturer narrative:
The implant has not been returned at this time for evaluation. The cause of the reported issue cannot be traced at this time.

Event description:
It was reported that a revision was performed due to right sided loosening of upper iliac screw locking cap and dislocation from shank of lower iliac screw in the patient. It was removed and replaced during surgery on (B)(6) 2026.